Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a defective response button switch. The cause for the defective switch was contamination on the switch. The root cause for the contamination was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were non-functional.